Event description:
It was reported that patient presented to clinic for follow up and the atrial lead exhibited noise over sensing with inappropriate mode switch. The noise was frequent and reproducible. Additionally, isometrics test was performed and was able to reproduce some without atrial lead noise. On (B)(6) 2025, the physician elected to cap the atrial lead. During the procedure, both atrial and right ventricle (rv) leads had insulation breakdown observed under visual examination. The atrial lead was replaced, and the rv lead had remained chronic in patient. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.